Event description:
It was reported that at the previous device check, the battery voltage measured 2.75 volts. The patient presented for a routine follow up one year later and the battery voltage continued to read 2.75 volts, however, elective replacement indicator (eri) had been reached four months prior. The patient was admitted and the device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).